Event description:
Customer reported damage to the usb port and pins of the pump, which affected the ability to charge it. There was no adverse impact on the customer's blood glucose level. Customer continued to use the current pump for insulin therapy.